Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process with two cartridges. There was no reported adverse impact to the customer's blood glucose level. No additional information could be recalled by the customer.